Event description:
On (B)(6) 2013 the rv and ra lead were explanted. The leads were explanted due to an impending lead dislodgement. The local representative stated the lead's measurements showed stable values for both leads and radio-graphic follow-up on (B)(6) 2013 showed no abnormalities. However, the physician chose to proceed with the revision. The leads were not returned for analysis.

Manufacturer narrative:
The medical device is not available for analysis, therefore the device itself could not be investigated.